Event description:
It was reported that patient has poor coupling. During call, patients family member got on the call to help and patient was able to get good coupling 6-8 bars. Caller states ins icon shows ins is off and ins charge level is very low. Patient services thinks ins may have turned off due to low battery charge. Patient services reviewed for patient to continue to charge today and then can use programmer to turn ins back on. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.